Event description:
It was reported by attorney that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to symptomatic rectocele. Following insertion, the patient experienced pain, erosion of internal bodily tissue, infection, urinary problems, recurrence, dyspareunia, depression, incontinence, exposure, abnormal bleeding, recurrent prolapse, and multiple surgeries and revisionary procedures. On (B)(6) 2012, the patient underwent an enterocele repair. A mesh revision/removal was performed on (B)(6) 2013 due to exposure, pain, prolapse symptoms, and urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.